Manufacturer narrative:
Upon visual inspection corrosion was identified on the sockets of the motor which can cause a higher impedance at the connection between the console and the handpiece. This higher impedance can give false run signals to the console as observed in this event.

Event description:
The micro sagittal saw was sent in for eval because it was running on safe mode during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.